Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code ), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. Based on unknown device settings, the generator should not reach end of life for 5.73 more years. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Treating neurosurgeon performed generator replacement surgery, after which device diagnostic testing continued to result in high lead impedance reading. The pt will undergo lead replacement surgery at a later date. Review of manufacturing records for both the pulse generator and the biopolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected.

Event description:
It was reported that the physician was going to discuss the possibility of lead replacement with the patient. It was reported that the patient experienced a bad fall and took a direct hit to the chest area which caused the high impedance. The physician would not provide any additional relevant information. No surgical intervention has been performed to date.

Event description:
It was reported that the patient underwent generator and lead replacement due to lead fracture. An implant card was received confirming that both the lead and generator were replaced. It was reported that the explanting facility will not be returning the explanted devices; therefore, no product analysis can be performed.

Event description:
Further folow up revealed that the patient is doing well and no revision surgery is planned at this time. Neurologist indicated that neurosurgeon does not want to attempt to remove the lead because of possibly damaging the carotid artery. X-rays reviewed by neurosurgeon did not identify any obvious discontinuities with the ncp system. The patient's device has been programmed to off.